Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that 12 mr290v vented autofeed humidification chambers each had a leaking water feedset tube. This was observed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that 12 mr290v vented autofeed humidification chambers each had a leaking water feedset tube. This was observed during use. No patient consequence was reported. The subject mr290v chambers are included in the rt236 infant dual-heated evaqua breathing circuit kits.

Manufacturer narrative:
(B)(4). Method: the twelve complaint rt236 infant dual-heated evaqua breathing circuit kits were not returned to fph; however, twelve unused rt236 adult breathing circuit kits from the same lot were returned for inspection. The mr290v vented autofeed humidification chamber in one of the returned kits was visually inspected. The water feeset tube was also connected to a water bag to test for leaks. Results: no physical damage was observed to the mr290v chamber. No leak was also observed when the water feedset tube was connected to the water bag. A lot check revealed two other feedset leak complaints were received for lot number 121128. Conclusion: no fault was found with the mr290v chamber. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). All chambers are also pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. Those that fail are discarded. The user instructions which accompany the mr290 humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."